Event description:
The ventilator's backup battery had been replaced as a result of the customer complaint indicating the battery was not functioning. Upon factory failure analysis of the battery an open internal fuse was found. This finding indicates that the ventilator would be unable to switch to the backup battery upon loss of ac during use, and would therefore shut down with an audible alarm active. The ventilator was not in use on a patient during the reported problem, so there was no patient harm or involvement.